Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call sugar glucose vs blood glucose issues. Customer advised that his wife stated their blood glucose level was 40 mg/dl. Customer advised they accidentally delivered a bolus for 25 units and customer was able to suspend it at about the 12 unit's level.